Event description:
It was reported that the patient presented for a lead replacement procedure. Prior to the procedure, it was noted that the right ventricular - rv lead exhibited high pacing impedance, high capture threshold, and noise due to lead fracture. The rv lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: b1 - adverse event should not have been selected, b2 - required intervention to prevent permanent impairment/damage (devices) should not have been selected, g3 - should be (B)(6) 2022 instead of (B)(6) 2022, h1 - should be malfunction instead of serious injury, and h6 - health effect - impact code should be prolonged surgery instead of additional surgery.